Event description:
After successful implant of a 34mm aortic extension the physician removed the express delivery system from the introducer sheath. It was noted the tip had become detected from the inner core. An angiographic image showed the tip was inside the introducer sheath. The physician removed the introducer sheath containing the radiopaque tip and the procedure was completed without further complications. Inspection of the inner core by the sale representative indicates the polyimide tubing was not broken it appeared to have pulled out of inner core assembly. The express delivery system and the introducer sheath containing the radiopaque tip were inadvertently discarded by the facility and are unavailable for evaluation.

Manufacturer narrative:
Review of lot records/work orders. No issues were noted. Device not returned therefor no evaluation was performed. No conclusion can be drawn.